Event description:
Additional information received reported that the healthcare provider didn¿t find any kink/damage on the pushwire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that detached prematurely. The patient was undergoing a coil embolization procedure to treat a ruptured large saccular anterior communicating artery segment aneurysm. The aneurysm max diameter was 7.3mm and the neck diameter was 4.6mm. Blood flow was high. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). When deploying the coil in the aneurysm, the (was) was detached immediately before being fully implanted in the aneurysm. It was noted there was no friction or other difficulty during delivery. It was unknown if the physician repositioned the coil or if any attempts had been made to intentionally detach the coil but acknowledged that the physician rotated the pusher during the procedure. Continuous catheter flush was administered during the procedure. The coil was able to be slowly removed with the microcatheter. There was no harm or injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.